Manufacturer narrative:
Continued: this model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The information provided indicated that the ift was loosened, water nozzle was clogged, and bozzle glue worn out which was detected during workshop inspection involving pentax medical video colonoscope model ec38-i10nf, serial number (B)(4). There was no adverse event to the patient and/or user. The air / water system will be cleaned and the ift (insertion flexible tube) will be fastened as part of the service repair. On (B)(6) 2021, a device history record(DHR) review for model ec38-i10nf, serial number (B)(4). Was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on (B)(6) 2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2020.